Manufacturer narrative:
Reported event: an event regarding loosening and potential low-level infection involving a femoral stem (mets distal femur) was reported. The loosening event was confirmed by x-ray review, the infection was not confirmed. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: a review of the provided x-rays by clinical consultant indicated: the implant in situ was for mets distal femoral replacement which was inserted on (B)(6) 2005. The surgeon has now reported the implant has become loose. The x ray images which was sent to us via email in the ppt form has poor quality, however, the radiolucent line can still be seen along the cement mantel and the bone, which is more apparent near the bone resection. Therefore, the radiographic assessment can confirm the reason for revision. Product history review: a review of the product history records could not be performed as no batch/catalogue number was provided. Complaint history review: a complaint history review could not be performed as no batch number was provided. Conclusions: an event regarding revision due to loosening and potential low-level infection involving a femoral stem (mets distal femur) was reported. The implant has been in situ for 14 years. While the loosening event could be confirmed through review of the provided pre-revision x-ray, the potential low-level infection could not be confirmed. The exact cause of the event could not be determined as insufficient information was provided. Further information such as the operative reports, analysis on the retrieved implant, patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It was reported "the femoral stem is loose, and I plan a revision with a new femoral implant. It is a ordinary loose implant 15 years after surgery (maybe low-active infection)".

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported "the femoral stem is loose, and I plan a revision with a new femoral implant. It is a ordinary loose implant 15 years after surgery (maybe low-active infection)".